Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent. It was reported that the stent failed to cross the lesion and became damaged, and was replaced with another stent. No patient injury was reported.